Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump flow blocked. The customer¿s blood glucose level was 138 mg/dl. Customer stated received insulin flow blocked after changing infusion and reservoir yesterday. The customer was assisted with troubleshoot and customer states the insulin did not exit and pump alarmed insulin flow blocked. The customer was assisted with troubleshoot for reservoir leak. Customer states the leak occurred and stated that the tubing connector missed aligned. The insulin pump will not be returned for analysis.